Manufacturer narrative:
The reported event of stylet could not be removed was confirmed while the reported event of ¿kink in the lead¿ was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to remove the stylet from the left ventricular lead. It was noted that there was a kink in the lead which might bind up the stylet from getting removed. Hence the lead was removed and a new lead was used. The patient was stable during and after the procedure.